Event description:
It was reported that during implant attempt of the lead it was inserted and removed because it was too short. It as also reported that during the procedure, an 8 fr introducer was used without a guidewire and the physician felt the introducer was a little tight and may have kinked the lead. The lead was removed and a new lead placed with a 9 fr introducer and things were fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood in/on the helix mechanism. The lead was stretched and damaged at implant.